Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was testing with primed tubing when an insert slide clamp alarm appeared. This condition had the potential to interrupt delivery. This unit was returned unrepaired. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. Unit was tested with prime tubing and showed insert slide clamp alarm

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective safety clamp. No further testing has been completed at this time and no repairs have been performed as the referenced device was returned unrepaired due to the safety clamp being an obsolete part. If any additional information is received, a follow up MDR will be sent.